Event description:
Implants was placed 4 months ago. Dr started to notice a radiolucency at 2 months post-op. 6 weeks ago, pt's jaw was fractured. Implants were removed and 2 plates put in to stabilize.